Manufacturer narrative:
The serial number of the device was not provided. The subject device has not been returned to olympus for evaluation and device investigation. Since the lot number of the device was not provided, no abnormalities were detected in the device history record (DHR) review. Based on the results of the investigation with the available information, it was noted, the balloon is quite thin and easily torn if excessive force is applied to it during attachment for instance. If stretched with fingernails or over stretched with the balloon applicator, the balloon can be damaged. However, the root cause could not be identified. This issue is addressed in the instructions for use (IFU): ¿·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·when withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ·the balloon can tear easily, beware of sharp objects.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for a diagnostic bronchoscopy procedure, the balloon was injected with saline to check the instrument, it was found that the balloon was ruptured and leaking. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.